Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched through emergency room due to high blood glucose level on unknown date. Customer was treated with manual injection high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer current blood glucose was 77 mg/dl. Customer also reported insulin pump screen was flashing. Customer declined troubleshooting for high blood glucose level. No further patient complication were reported. The customer will discontinue to use the device.